Event description:
It was reported that the pump turned off when cassette attached and unknown beeping. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 7/24/2025. One device was returned for analysis of complaint that the pump turned off when cassette attached and unknown beeping. Service history review identified that this device was last serviced in october 2024 and there was no indication the complaint was related to previous service of the device. Visual and functional testing was performed. Reported problem confirmed. Pump was not turning on with fully charged battery power. The probable cause of the reported problem was fluid ingression found inside the battery compartment. Replaced main board and downstream occlusion (dso) sensor. All functional test of the device passed after repaired.